Event description:
It was reported the pump had battery depletion. The pump was at end of service on (B)(6) 2013. The pump was reprogrammed and/or refilled on (B)(6) 2013. The patient was being weaned from the pump medication and switching to oral opioids. The patient had (B)(6) and was not a good candidate for pump replacement. The event was related to the device or therapy and related to the implant procedure. The patient had no other signs or symptoms. The pump was being used to deliver baclofen and morphine. The event was ongoing as of the time of this report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was later reported it was a battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
Additional information: it was additionally reported that therapy was suspended and pump was empty as of (B)(6) 2013. The event was noted to have been resolved without sequelae as of (B)(6) 2013.